Event description:
It was initially reported by a neurologist that vns pt had a generator replacement due to end of service. After product was returned to manufacturer, the product analysis lab identified software programming anomaly due to possible interrupted system diagnostics. Good faith attempts to obtain additional info from the neurologists have been unsuccessful to date.